Manufacturer narrative:
The pump was received with intermittent button response due to a flattened up button dome switch. Inspected the keypad connector on the lcd and no unlocked keypad connector was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the upper right key on the customer's insulin pump was not sensitive. The patient's blood glucose was normal and did not require medical treatment. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.